Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and no issues were identified. Customer reverted to an alternate method of insulin delivery. Customers blood glucose was 241 mg/dl. Customers blood glucose was 214mg/ml at the time of event.